Event description:
It was reported via fax that a pt came in with pain after a slight fall. It was observed that the nail was broken.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. The (B)(4) lag screw, ti gamma3 10.5x105mm, lot no. K753653, (B)(4) locking screw, fully threaded t2 tibia 5x45 mm, lot no. K239201, (B)(4) set screw, ti gamma3 8x17.5mm lot no. K114368.